Event description:
Air in the tubing distal to the pump with no pump alarm. The pump was programmed for the low air sensitivity setting. The remaining programming parameters were not provided. After an unspecified length of time, the nurse noted that "some " air was distal to the cassette and the pump had not alarmed. No air was noted distal to the filter. The customer contact stated that the IV tubing was disconnected, flushed, reconnected, and the infusion was restarted without any further issues. There were no reported adverse pt effects. No medical interventions were required. The pump remained in clinical service.